Manufacturer narrative:
**UDI related data qaulity updates only** several updates have been made to this report. The full UDI has been entered, along with the 5 10(k). The information entered in this report and that of the gudid that did not match are the brand name and the manufacturer name. The reasoning behind this difference is that we were considered allied healthcare products inc. When the suspect medical devices were manufactured as well as when the malfunction occurred. The medwatch was submitted after we became allied medical llc. The reason behind this is allied healthcare products inc. Declared bankruptcy and its assets were sold on july 13, 2023, which was when allied medical llc was created. Please let me know if you have any questions.

Event description:
Per the crew, this ventilator suffered a failure during transport. They were using CPAP mode and the unitl alarmed and stopped delivering oxygen. It went from 3/4 battery to dead.

Event description:
Per the crew, this ventilator suffered a failure during transport. They were using CPAP mode and the unit alarmed and stopped delivering oxygen. It went from 3/4 battery to dead.

Manufacturer narrative:
The unit was tested as received and was out of calibration. There were no leaks detected and the vent was verifyed to be charging and the fan running.